Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of his low blood glucose level of 45 mg/dl. The customer was unsure if the drive support cap was protruded, loose, or sticking out. His latest blood glucose level was 156 mg/dl. He treated his low blood glucose level with food. The customer's insulin pump had several instances of blank displays. The product will be returned. Nothing further to report.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected blank display or weak battery alarms were noted. The insulin pump was received with a corroded battery tube and battery cap contact, a cracked case at the display window corners and minor scratches on the display window.